Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer serious injuries from the attorney of the family. The information received on january 7, 2021 stated the following - reporter alleges that the customer's injuries were caused by a defective 670g insulin pump. No further details were provided.